Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was hospitalized for two days after experiencing high blood glucose while wearing the pod, no specific levels were provided. She could not correct her blood sugar so she sought medical attention, as she was 7 months pregnant and required more insulin intake. Her doctor was also worried about the protein in her urine. There was no diagnosis. Treatment included blood work and testing her blood glucose; she continued to use omnipod therapy, no medication was given. The doctor was also making changes to her basal and ic ratio.